Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic with palpitations, the device was observed to be in back up mode. Programming changes could not be made because of low battery status. Device replacement was discussed.

Event description:
New information received notes that: the low battery status was due to premature battery depletion. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
The reported field event of backup operation mode was confirmed and was due to transient nmi from interrogating the device. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.